Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the standard hexagonal cannulated screwdrivers confirms that a small portion of the hexagonal feature of the devices fractured off from all drivers. Review of the device history records did not find any deviation or anomalies. Dimensions were found conforming to print specifications where measured. Hardness testing confirms the hardness to be within specification. These devices are used for treatment. The surgical technique informs the user to complete final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid (not a cannulated) 2.5 mm hex driver. A definite root cause for the issue cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other device used: catalog #00236016625, zimmer hex cannulated screwdriver, lot #62967020; catalog #00236016625, zimmer hex cannulated screwdriver, lot #61446565; catalog #00236016625, zimmer hex cannulated screwdriver, lot #62932624; catalog #00236016625, zimmer hex cannulated screwdriver, lot #63126218; catalog #00236016625, zimmer hex cannulated screwdriver, lot #63007041. This report will be amended when our investigation is complete.

Event description:
It was reported that the tips of cannulated screwdrivers were found broken during inspection.